Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge change error occurred. During troubleshooting it was determined that the o-ring was found on the pneumatic tap. Customer removed the o-ring and loaded a new cartridge and error occurred again. Customer¿s blood glucose level ranged from 150-200 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.